Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient experienced a corneal burn during a cataract extraction with intraocular lens implant procedure. There was no system message displayed. The handpiece did not present any issue during the test. The patient required a cross stitch suture to close the wound. Additional information has been received that the handpiece was occluded. Surgery was completed using the same system.

Manufacturer narrative:
All batches are released according to the required specifications. A lot code would be required for review of the complaint history and further evaluation. No sample has been received for evaluation. As no sample was returned and no lot number is known, a conclusive root cause could not be determined. All batches are released according to the required specifications. (B)(4).